Manufacturer narrative:
(B)(4). Article citation: alsa¿di, hussein s., and joseph s. Donald. ¿relapsed breast implant¿associated anaplastic large-cell lymphoma presenting as refractory fluid collections with low uptake on fdg pet/CT scan.¿ clinical nuclear medicine, vol. Publish ahead of print, 2021. Crossref, doi:10.1097/rlu.0000000000003766. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
In the article, "relapsed breast implant¿associated anaplastic large-cell lymphoma presenting as refractory fluid collections with low uptake on fdg pet/CT scan" reported a patient had bilateral mastectomies with reconstruction using saline implants. Approximately 4 years later, patient was presented with asymmetric fullness and swelling of the right breast. Diagnostic ultrasound revealed a large fluid collection surrounding an intact right breast implant. Fluid aspirate studies confirmed a diagnosis of breast implant¿associated anaplastic large-cell lymphoma (bia-alcl). Pathological markers confirming alcl have not been received. Both implants were subsequently removed followed by chemoradiation. Several years later, imaging revealed a recurrent fluid collection. Due to a fear for a relapsed of the disease, patient underwent repeat surgery with complete capsulectomy.